Event description:
Medtronic received information regarding a solitaire stent retriever that had resistance during delivery. The patient was undergoing a mechanical thrombectomy procedure to treat m1 ischemic stroke. Vessel tortuosity was severe. The patient's baseline mrs was 0, nihss was 5, and tici was 0. It was reported that the solitaire and all accessory devices were prepared as indicated in the instructions for use (IFU). When pushing the solitaire in the proximal segment of the catheter, the resistance was severe and pushing was nearly impossible. The solitaire was withdrawn and it was observed to have a kink near the stent connection to the delivery wire. The solitaire was replaced and the procedure was complete successfully. Tici 3 was achieved. There was no harm or injury to the patient. Post-procedure mrs was reported to be 4 and nihss was 1. Additional information received reported an mrs baseline 1 score, and mrs intraoperative 5 scores. Poor prognosis of patient after operation (was not related to the event).

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-81805) drawing(s) referenced: none. As found condition: the solitaire fr revascularization device was returned for analysis within a shipping box, and within a plastic bio-pouch. Damage location details: the solitaire fr marker coil/push wire was found bent at the stent proximal marker. The solitaire fr stent teardrop struts were found broken. The remaining solitaire fr stent non-working length struts and working length struts were found in good condition. Testing/analysis: the broken solitaire fr stent was sent out for sem (scanning electron micrographic) failure analysis. Per the analysis report, one broken strut failed via tensile overload. The other broken strut failed via fatigue at the surface, then overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during delivery¿, ¿teardrop strut damage¿, and ¿device separation¿ reports were confirmed. Damage to the solitaire fr revascularization device (pusher bent, stent separation) can occur if the device is advanced/retrieved against resistance. Possible causes of ¿resistance during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or user does not maintain continuous flush. Information regarding if a continuous flush was used was not provided; therefore, ¿user does not maintain continuous flush¿ could not be ruled out as a potential cause. The rebar-18 catheter used in the event was not returned. Therefore, an analysis could not be performed and ¿catheter damage¿ could not be ruled out as a potential cause. The rebar-18 catheter has a labeled inner diameter (ID) of 0.021¿. As per the solitaire fr instructions for use (IFU), solitaire fr revascularization device with the sfr-6-20 and sfr-6-30 reference num bers should be introduced only through a microcatheter with a minimum inside diameter of 0.027 inches. In this event, it is likely the use of an incompatible catheter and the patient¿s ¿severe¿ vessel tortuosity contributed to the reported resistance. (Rosaj10 2023-06-21) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.